Event description:
Customer reported that the down arrow key on the insulin pump was not working when attempting to rewind the insulin pump. Customer's blood glucose reading at the time of the call was 255 mg/dl and has treated with a manual injection. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.